Manufacturer narrative:
Event site postal code: (B)(6) the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the balloon would not inflate. The iab was replaced and therapy was provided. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Complaint record ID # (B)(4).